Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in the anterior cheek bilaterally with 1 syringe of juvéderm voluma® xc. After an episode of ¿flu/sinusitis¿ approximately 10 months later, patient felt the area of the left medial cheek is ¿swollen and tender.¿ hcp¿s observation confirmed the finding. Hcp¿s suspicion is infection of the filler from adjacent sinusitis. ¿patient has some sinus infection after which swelling, and tenderness occurred. Not sure if sinusitis is due to juvederm.¿ patient was treated with keflex and medrol dose pak. Symptoms have not resolved.